Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions and generator interface boards were replaced and the calibration files were reloaded. The system was then found to be working as intended and put back into service. .